Event description:
It was reported that there was an undefined issue with the pump history. There was no adverse impact to the customer's blood glucose level. The customer will reach out to their healthcare provider regarding a backup method of insulin therapy.